Event description:
Unomedical reference number (B)(4). Event occurred in italy. It was reported that patient faced nine infusion sets fell off events during doing use on date (B)(6) 2024. The infusion set was in use for some hours. Patient replaced infusion set and resumed insulin deliveries successfully. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4) - MDR 3003442380-2024-16827- device 8 of 9. E1: patient country: italy.